Event description:
It was reported the coupling screw broke intra-operatively while the surgeon was implanting a trochanteric fixation nail to treat a sub-trochanteric fracture of the right hip. After the surgeon had implanted the nail, he was hammering the coupling screw to insert the helical blade; the back of the coupling screw broke off and fell onto the floor. As a result, the helical blade could not be disengaged. All the instrumentation was disassembled and the surgeon was able to disengage the coupling screw from the nail using forceps. The event delayed the surgery by five to ten minutes. The surgeon was able to complete the procedure successfully using the same implants without any patient harm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
All the instrumentation was disassembled and the surgeon was able to disengage the coupling screw using forceps.

Manufacturer narrative:
Device used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history record was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development evaluation was completed: one helical blade coupling screw (part# 357.377) was returned with a complaint category of broken intraoperatively. The helical blade coupling screw is part of titanium trochanteric fixation nail (tfn) system and it is used in the insertion of the helical blade during tfn procedure. The returned helical blade coupling screw (lot# 5134684) was manufactured on april, 2006 and is 8 years old. The helical blade coupling screw was received with the knurled knob separated at the distal end tube union. Separated surfaces are homogenous with clear material separation, weldment remains intact. The knob shows evidence of hex drive wear and substantial hammer marks on the proximal side of the knob consistent with heavy use. The tube length shows considerable discoloration, roll marks, and scratches consistent with heavy use. The distal threads show evidence of usage of vice grip and are suitably worn but intact. A review of the design drawing indicates that the returned part was manufactured to drawing since then there was one design change to the drawing that did not affect the intended use of the device. The method of use rather than a design deficiency has led to this complaint. . Therefore, this complaint is confirmed however the design of the device did not contribute to this complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.